Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulator was removed but the leads were left in her back. Patient reported that the removal of stimulator was elective and that she had stopped using the stimulator and turned it off because her pain had subsided. Patient said that she had lost a lot of weight and had dropped down to about (B)(6) and it felt like she was sitting on the battery pack and it was almost like it was bulging out so she asked for it to be removed. No further patient symptoms or complications were reported in this event.